Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported that the endoscope tested positive for microbial contamination. The flushing channel tested positive for greater than one hundred (100) colony forming units (cfus) of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Please see b6 for clarification of user culture results. This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the steps performed for pre-cleaning included aspiration of water through the instrument / suction channel and flushing of channels. The detergent used for pre-cleaning is onelife enzimed. The device is manually processed with a micro-tech, ref (B)(4) cleaning brush and onelife enzimed detergent. The device is processed in a soluscope series 4 automated endoscope reprocessor (aer) with soluscope cln detergent and soluscope paa disinfectant. The device is stored horizontally. Olympus is the maintenance provider of the subject device. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the distal end of the light guide rod lens (1x) is cracked, the charged-couple device lens is chipped, the adhesive rubber glue is worn out, the connecting tube is wrinkled. The key top 1 is incised with cuts, the universal cord buckles, and the plug unit has damage to the housing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.